Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed later than intended at pod activation. The patient placed the pod, activated it and waited 10 minutes. The patient removed the pod because the needle did not deploy, but after 10 more minutes the needle deployed.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle deploying late. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined.